Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution administration set leaked during patient use in the neonatal intensive care unit. The reporter stated that after one hour when the IV (intravenous) tubing was changed with new ¿pha" and lipids, they noticed a wet tubing. Further described as when the nurse was ¿checking the connections and filling up the line, the filter tubing came apart where the tubing goes into the extra port¿. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the tubing was separated from the y-site (downstream part). An excess of solvent applied during the manufacturing process was also observed around the tubing. Dimensional testing was also performed, and it was determined that the components were as according to specification. The reported condition was verified. The cause of the reported condition was due to inadequate application of the solvent quantities during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.